Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: fusion level: c4-c5 it was reported that post-operatively, patient complained of pain radiating from neck and left arm. The patient previously had a cervical spine surgery that included a fusion at c4-c5. An x-ray of his neck revealed that one of the screw had broken. The patient had no injury that would cause this to happen. As a result, the patient underwent revision surgery in which an infection was contracted. This resulted in another surgery to debride the area and remove all hardware that could be removed but the broken screw could not be removed because of calcification.